Manufacturer narrative:
This report is filed june 30, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the patient developed a post-operative infection at the implant site resulting in a breakdown of the wound. The patient was treated with multiple courses of antibiotics (type and duration not reported), and underwent surgical procedures (dates not reported) to close the wound along with multiple irrigations and debridements of the site. The issue could not be resolved and subsequently, the device was explanted on (B)(6) 2003. The patient has not been re-implanted with another device, as of the date of this report.